Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient was revised due to cup instability. Ops plan with dha and acetabular and femoral guides were used as an assistive technology in the primary surgery.

Manufacturer narrative:
Optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre and post operative imaging of the patient, ops acetabular and femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related processes or acetabular or femoral guide. Instability after a total hip arthroplasty (tha) is influenced by many factors. These include the positioning of the acetabular component, the positioning of the femoral component, the anatomy of the patient, and the lifestyle of the patient post operation. As such, there are multiple factors that may have contributed to the instability of the patient which are outside the scope of this investigation. There is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient was revised due to cup instability. Ops plan with dha and acetabular and femoral guides were used as an assistive technology in the primary surgery.